Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was <0.1 miu/ml with a data flag and was reported outside of the laboratory. The physician questioned the result as the patient was pregnant, in the 2nd trimester and was carrying a viable fetus. After being aliquoted for the hcg + beta test, the sample had generated a clot detection alarm when tested for other assays on the cobas 8000 c 502 module. The customer verified there was a clot in the sample and removed it. The customer then retested the sample for hcg + beta and the results were >10000 miu/ml with a data flag and 22478 miu/ml. The patient was later redrawn for a confirmation repeat test and the results were >10000 miu/ml with a data flag and 22930 miu/ml. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 259199. The expiration date was sep-2018. The field service representative found the issue was preanalytic as the customer did not allow the sample to clot before centrifuging. He performed an instrument check and the customer successfully ran calibration and qc with all results within range. He ran precision testing and the results were within the acceptable range. The customer has not had any continuing issues. The investigation was unable to find a definitive root cause. Based on the provided qc data, a general reagent issue could be excluded.